Event description:
It was reported by the aci sales professional that a patient underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 6f terumo sheath. A 50/50 contrast and saline mixture was used. Peri-procedure, the patient was anti-coagulated with 6,000 units of heparin. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the device was deployed and after a 2 minute post hold, the physician felt a "small" lump at the access site. The physician applied 5 additional minutes of manual pressure at which time the physician discovered a 4cm x 8cm hematoma. The physician applied 10 minutes of manual pressure to the hematoma at which time the hematoma was resolved. The patient was moved to recovery for further observation. No further complications were noted. The patient was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1311604) indicated that the device lot met all established performance criteria prior to shipment.